Event description:
Information was received based on review of a journal article titled, ¿why knee replacements fail in 2013¿ which assessed a detailed analysis of failure mechanisms over time to see if failure modes have changed over the past 10 to 15 years. Over a time period of 1 year from 2010 to 2011, an evaluation of 844 revision total knees was assessed. Aseptic loosening was the predominant mechanism of failure, followed by instability, infection, polyethylene wear, arthrofibrosis, and malalignment. The mean time to failure was 5.9 years. 35.3% of all revisions occurred at less than two years and 60.2% in the first five years. All reports on failure contain patients with unexplained pain. The article concluded that improving surgeon performance through training, improved instrumentation, technique and development may reduce early revisions.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was noted that unknown number of patients and devices experienced aseptic loosening and underwent revision surgery. There has been no further information provided and the patient(s) outcome is unknown. Follow-up found no additional information is available.